Event description:
It was reported that there was stenosis evident in the mid left coronary vessel. The physician was unable to deliver the stent across the target lesion due to calcification. There were no abnormalities reported during preparation of the device prior to use. The physician changed other model device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The 1st six distal segments and the 1st fourteen proximal segments were intact. The remaining segments were stretched and deformed with numerous struts raised. The 1st three distal segments were positioned over the distal inner shaft marker and balloon pillow due to the stretched segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: patient¿s condition affected effectiveness of device (lesion exhibiting stenosis and calcification), inherent risk of procedure (stent deformation), deformation problem; conclusion: results: device failure related to patient condition (lesion exhibiting stenosis and calcification), known inherent risk of procedure (stent deformation). (B)(4).